Manufacturer narrative:
(B)(4). The reported event was confirmed by review of x-rays provided. The complaint sample was returned to integrity implants and evaluated. Visual review identified damage and warping on the threads of the tulip and significant damage to the threads of the set screw. Functional testing of the tulip threads demonstrated inconsistency with the thread form; as the set screw was not able to be seated. Microscopic imaging of the revised set screw threads identified deformation consistent with interference by the inconsistent thread form of the tulip. The device history record was reviewed and no discrepancies relevant to the reported event were found. A review of the complaint history determined that no further action was required as no trends were identified. Investigation results concluded that the root cause of the reported event was due to a manufacturing deficiency. Supplier CAPA (B)(4) has been initiated to further investigate the deficiency and to document appropriate actions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Integrity implants will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial two-level fixation procedure. Subsequently, the patient was revised three days later due to dissociation of the set screw from the pedicle screw assembly. During the revision procedure, as the surgeon attempted to place a new set screw, it was identified that the threads on the tulip of the assembly were damaged. As a result, he opted to revise the entire pedicle screw construct along the ipsilateral side. The new assemblies and set screws were placed with no issue. No additional patient consequences were reported.